Event description:
Customer reported 2-3 steel needles from the infusion set broke off in his skin approximately 15 years ago. No medical intervention was required. The alleged product is not available to return for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.